Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. FDA registration # mw5092787.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip did not deploy. The same issue occured with the second resolution clip. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.